Event description:
Rptr had spinal fusion with internal fixation on 9/13/90. Surgeon used plate with pedicle screws. Plate removed 12/19/91. Since that time, rptr has had chronic pain to the point of being disabling. He has not worked since 5/11/89, which was date of injury. Condition has worsened since implantation.